Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned drawer or cubie malfunction where hydromphone tried to dispense. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned drawer or cubie malfunction where hydromphone tried to dispense. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer (fse) replaced the row board cable, drawer controller and pyxibus cable. The technical support specialist ran unload script on the server and synchronized the station, reloaded and reassigned the drawers. The system functioned as intended after the field service engineer (fse) and technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned drawer or cubie malfunction where hydromphone tried to dispense. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.